Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR could not be completed as no lot number was provided. Correct manufacturer information is synthes (USA) , (B)(4). Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation visual inspection revealed that the threaded shaft of the wing nut is broken off mid-thread and jammed in holding sleeve preventing removal of schanz-screw. The tip of the schanz screw has been cut off per complaint description. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device is at least 10 years old and has outlived its useful life. Therefore, this complaint is invalid from a design perspective.

Event description:
It was reported that during an external fixation for a femur the surgeon was using the distractor and as he applied pressure using the holding sleeve, the button used to tighten, broke. There were no pieces to retrieve. The surgeon cut the shantz pin to remove the device. He was able to complete the surgery however the consultant states that the device cannot be used again, as it is. No adverse effect to the patient was noted. This is report 1 of 1 for complaint (B)(4).